Manufacturer narrative:
Correctional information and additional information. High voltage lead impedance was mentioned previously in and not coded.

Event description:
It was reported that during an unrelated procedure, the implantable cardioverter defibrillator exhibited backup vvi operation and high defibrillator impedance when pocket was opened. A device download was performed successfully for the backup vvi operation but the impedance issue remained. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed via reviewing of the device image. The device reset due to bus error. Por was not detected. A download was performed on the device prior to return it to the laboratory. Upon receipt, the device interrogated normally with a programmer. The device functionality was evaluated and found to be normal.